Event description:
Hosp staff writes in letter to MFR, "this is to inform you of the problems we are having at baptist med ctr on the blvd, in montgomery, alabama. I have been in constant communication with our rep, and I know he has communicated with you these concerns. There are two new problems I feel you should be aware of. I am returning to you the pumps and bolus cords that were found to have the problem. These were removed from the pts, and I was instructed by a rep from abbott that you needed both the pumps and bolus cords to determine the problem. I believe that the bolus cords are defective. This is what I have been conveying to the rep and he has been explaining to you. Due to these new incidences I am more concerned than ever. Before we were dealing with cords that were shorting out, and having to be replaced. They simply did not work. Now we have a different problem. One pump was connected to one of our pts and got stuck in the demand position. The pump rejected the button and set the pump alarm into error # 100 stuck key. This of course protected the pt from harm. So somehow the button was making a constant connection. This was found by a nurse and when I turned the pump on it did the same thing, so I was able to see the problem. A second pump was connected to one of our pts and was giving a demand dose when the pt did not press the button. This particular pt was already drowsy and did not need a demand dose. He would not have pressed the button. As you know, that is how the pt is protected. We allow no one else to press the demand button. If the pt is drowsy, it does not get pressed, preventing over sedation. The problem here is that the pump was doing it without the pt control. I witnessed this myself. I was at the pt's bedside with another nurse changing the settings on the pump when a demand dose went off. The nurse had the button in her hand, and I had the pump in my hand. Neither of us pressed the button, but the pump delivered a dose. I removed the cord, and due to the previous problems with the bolus cords I replaced it with a new cord the MFR rep had provided me. After my conversation with the rep I removed the pump to send with the bolus cord. You can see in the program that immediately after the program was changed a demand dose was given, it was not requested. I believe we have a more serious problem now than we thought. The cords are not just shorting out and not working. They are also shorting out and making constant and random connection. This now is a threat to out pts. I believe we will be looking at new pumps soon if this problem is not resolved and resolved quickly. I am confident in the pumps, but not at all comfortable with these bolus cords. I believe they are not a good quality product. I believe that the diameter of the cord sets them up for this problem. We have been educating our nurses on the care of the cords, correct use, and have also cut the flap off our fanny paks to prevent constant bending of the cords. In the beginning I was willing to accept that maybe incorrect use was part of the problem, but I am now more convinced that it is the product itself. If you will look at the other two bolus cords I sent, you will see that they have no visual signs of wear at all, but they are defective. This issue needs to be resolved immediately. The bolus cord is the most used product of the pump, for the pt. They get more wear and tear than any other part of the pump, and should be tough enough to handle it. I agree that they should be taken care of, but I do not believe that is the issue here. I would like some info from your co also. When I spoke with another co rep, she stated that none of the other hospitals were having this problem. I expressed to her that I do not care if no other hosp's in the us have had this problem with the bolus cords. I am having this problem, and it is too frequent to ignore or let continue. She expressed that she did not mean the statement that way, and that she was concerned also. I think she was just puzzled too. Now that she brought up this issue. I would like to know how many hospitals are using the abbott aim plus, how many they have, what size hosp you are comparing us to, and how many of those use the fanny pak and bolus cord with them. I realize you cannot give names but the number might help. This might help determine the problem. I'm sure that info will not be hard to access. It could help your co determine whether the fanny pak should be used in the hosp environment. Effective immediately, I personally will be monitoring all pumps and accessories. I will know exactly how many products are defective, and exactly what problem they have had. I have been aware of some of these problems, but not always aware of the exact number and exact problem. I do know that there are way too many problems, especially with the bolus cords. I appreciate your help in the matter and look forward to resolving this issue asap. I would like to also add that our hosp is using these pumps on a constant basis. We currently have 45 pumps (less the ones in for repair), 10 of which I keep for class, and 35 are being used on the units. There are times when I have to pull pumps out of the class to use due to demand".